Manufacturer narrative:
(B)(4). The customer reported the device keeps resetting back to default settings. There was no reported patient involvement. Philips repair bench evaluated the device and could not reproduce the complaint. The device passed all performance and assurance tests and was put back into service. We are not able to confirm the customers' reported problem because the problem could not be recreated and the cause could not be determined.

Event description:
The customer reported the device keeps resetting back to default settings.